Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose around 50 mg/dl and 60 mg/dl. The customer stated they were able to consult with a doctor about their insulin dosage. Customer has not experienced low blood glucose since. The insulin pump will not be returned for analysis.